Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site and replaced a bent sample probe, chipped teflon on the reagent probe, a reagent syringe, t-valve assembly, bubble generator, and wash station inserts. The fse performed alignments on top end, ran calibration and controls and the results met specifications. Fse also ran a carryover test for triglycerides and precision runs and the results were acceptable. Although multiple hardware parts were replaced, the failure mode of this event is unknown.

Event description:
On (B)(6) 2012, a customer reported their synchron cx5 delta clinical system generated false high triglyceride (tg) result (291 mg/dl) on one patient. The erroneous result was not reported out of the laboratory; hence patient treatment was not impacted by the event. The sample was retested and lower result (89 mg/dl) was obtained. The customer did not provide patient demographic or sampling information aside from the fact that the sample was serum. No other analytes were affected. On (B)(6) 2012, a field service engineer (fse) was on site and replaced a bent sample probe, chipped teflon on the reagent probe, a reagent syringe, t-valve assembly, bubble generator, and wash station inserts. The fse performed alignments on top end, ran calibration and controls and the results met specifications. Fse also ran a carryover test for triglycerides and precision runs and the results were acceptable. Although multiple hardware parts were replaced, the failure mode of this event is unknown.